Manufacturer narrative:
H3 other text : device not return.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation at the third-party service center, a ventilator service required code related to the proportional valve was observed. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.